Event description:
It was reported that post implant an adjustable gastric band, the patient reported she had no weight loss and inconsistent restriction. The patient claims she was following the recommended liquid diet following the procedure. In october the doctor did a barium x-ray to observe how food material was passing through the band. Everything seemed fine. On (B)(6) in his office under a local anesthetic he made an incision near the port to troubleshoot. He did not see any problems. At some point (patient was unable to say exactly when) she started to feel restriction inconsistently and when she felt restriction it was intense. It felt to her like nothing was going through the band and she began vomiting and had pain. The doctor suggested removing the band; however, the doctor lost his privileges to practice medicine. The patient tried working with the clinic to have the band removed and replaced, saw several doctors who arrived at the same conclusion, that the band should be removed. However, the clinic refused to remove the band without payment. Periodically she felt she was getting dehydrated. The clinic recommended that if she was in a lot of pain and discomfort to go to an emergency department or to come to their offices for a saline drip. She did eventually go to an emergency department at the (B)(6) hospital. This doctor did an upper gi x-ray series. He also arranged to remove the band. This doctor said he could see nothing wrong with the band. The band was explanted in (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A photograph of the explanted band was provided. The photographs appear to have been taken shortly after explant. Blood and biological debris of bright coloring is observed, indicating the biological debris had not yet had time to dry and change in color. The port has substantial biological debris in and around the hooks. The actuator ring appears to be in locked position. The catheter was cut close to the locking connector. No lot number is visible on the port due to coverage of biological debris. The balloon had been cut in half (assumed by a sharp instrument in order to remove the band). This does not appear to be a clean cut, the structure of the underside of the band appears frayed & unraveled. This could be due to rough or mishandling during or after explant. The extender side still enclosed in the catheter connection. No lot number can be retrieved from the photos therefore confirmation of the lot number provided cannot be confirmed. Evaluation of the provided photography did not confirm complaint. Physiological symptoms such as pain / discomfort, vomiting or dehydration are impossible to confirm from device or photo analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.